Event description:
It was reported that the pump ¿gives inaccurate insulin levels after cartridge is changed¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.